Event description:
It was reported that patient underwent left hip arthroplasty on (B)(6) 1999. Subsequently, the patient was revised on (B)(6) 2011, allegedly due to the modular head wearing through the acetabular liner. The acetabular liner was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product and lot identification necessary to review manufacturing history was not provided.